Event description:
It was reported that balloon rupture occurred. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. The balloon ruptured inside the patient. The device was completely removed from the patient. The procedure was completed with an unspecified size sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).